Event description:
Customer reported having low blood glucose in the morning. She stated she wakes up with a blood glucose of 42 mg/dl. The customer also mentioned she treats her blood glucose with candy. The customer also reported having threshold suspend alarms. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.